Manufacturer narrative:
Pending completion of device analysis and review of device history record. (B)(4).

Event description:
Sales representative contacted technical solutions to report a prometra ii 20 ml pump that was explanted due to the metallic portion of the pump stem coming off during a catheter revision. Sales representative reported that the physician was attempting to do a catheter revision, but when the physician attempted to remove the catheter from the pump stem, the metallic portion of the pump stem came off with it, leaving just the silicone portion. They reported that the physician did not feel comfortable using the same pump, so a new one was implanted. MFR 3010079947-2021-00093 was opened to address the catheter revision.

Manufacturer narrative:
Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Visual analysis confirmed the metal tip had been pulled from the rubber cannula on the cap. The metal tip was viewed under magnification, confirming the metal tip had been pulled from the compression sleeve it had been crimp collared to. This crimp collar has been failure strength axial tested. The result of the test found that they are able to resist an axial load of 1.1lb. Given the results of the analysis, the complaint was confirmed. The cause for the metal tip coming out the cannula is the inadvertent use of excessive force pulling on the catheter access port attachment, inadvertently pulling the metal tip out of the cannula. The root cause for the cap stem tip breaking is inadvertent damage by the user. Internal complaint number: (B)(4).